Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205222 shell 61020754. 00630505028 liner 60891257. 00771101000 stem 60958096. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04939 stem. 0001822565 - 2019 - 04941 liner. 0001822565 - 2019 - 04942 cup.

Event description:
It was reported by the patient via medwatch. Patient underwent a left tha eleven years ago. Subsequently, the patient states he is suffering from pain, heterotopic ossification and difficulty walking. Patient is also experiencing popping in the hip. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Primary procedure operative notes identified that the patient underwent a primary left total hip arthroplasty due to left hip degenerative joint disease. Zimmer biomet products were implanted without complications. No medical records capturing the alleged events were provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.